Event description:
It has been reported that during this procedure the device broke. Reportedly the sheath broke from the hub. It was necessary to remove the sheath fragment by surgical intervention. Pt status is unknown at this time. The device is being returned for evaluation.